Event description:
The facility reports the hoist was in the highest position when the resident fell down to the floor with an enormous speed. Pt bumped their head in their fall, which caused a large cut in the back of their head. The patient received eight stitches in their head.